Manufacturer narrative:
Analysis of data the platinium sonr crt-d 1811, s/n (B)(6) is connected to the rv lead volta 1cr - 65, s/n (B)(6). - between (B)(6) to (B)(6) 2025, the ventricular lead impedance and the coil continuity were stable in a correct range (around 350 ohms) - since at least (B)(6) 2025, several ventricular oversensing episodes (non-physiologic signals) are recorded. Some of this ventricular oversensing episodes lead to shocks. Episode dated (B)(6) 2025: episode dated (B)(6) 2025: between (B)(6) 2025 to (B)(6) 2025 between 09 may to (B)(6) 2025 expertise of the returned crtd device the crtd was explanted and returned for analysis. Upon reception, a detailed visual inspection of the returned device revealed o the trace of a abrasion mark on the can (most probably due to a damaged lead) o a correct tightening rv lead mark on the screw - then the returned device was interrogated: - ventricular channel was with 2,3 v amplitude, and 0.38ms pacing pulse width; - proper sensing and pacing operations were observed; - no overconsumption was observed during consumption measurements by telemetry. - battery voltage was measured at 2,84v - the hybrid circuit was then submitted to the standard electrical manufacturing hybrid test: no significant error considering the battery voltage at reception. According to all above elements, no issue is suspected on the crtd.

Event description:
Reportedly, the patient presented to the emergency department on friday the 18th of july. He reported that he received 20 shocks from his device while he was in bed. A magnet was placed over his device. The doctor and cardiac physiologist tried to interrogate the device by moving the magnet but he received another two shocks before the interrogation loaded. They decided to place the magnet back over the device. They organised for the patient to be put under general anaesthetic and the device was interrogated - no shocks were received when this was done, they turned therapy off. The interrogation showed that the patient received 42 shocks. It is clear from the egms that they were all inappropriate. Right ventricular lead impedance was stable and the threshold rose from 1.75v to 3.0v. He was not doing anything at the time of the shocks. When they preformed the sensitivity measurements they could see oversensing on the ventricular channel.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient presented to the emergency department on friday on (B)(6) he reported that he received 20 shocks from his device while he was in bed. A magnet was placed over his device. The doctor and cardiac physiologist tried to interrogate the device by moving the magnet but he received another two shocks before the interrogation loaded. They decided to place the magnet back over the device. They organised for the patient to be put under general anaesthetic and the device was interrogated - no shocks were received when this was done, they turned therapy off. The interrogation showed that the patient received 42 shocks. It is clear from the egms that they were all inappropriate. Right ventricular lead impedance was stable and the threshold rose from 1.75v to 3.0v. He was not doing anything at the time of the shocks. When they preformed the sensitivity measurements they could see oversensing on the ventricular channel.